Event description:
The manufacturer received information from a third party service center, alleging an issue related to the internal battery. The device was not in patient use. The ventilator was evaluated at the third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.